Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. It additionally states that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with over 300 units of insulin. In addition, the cartridge air removal step was not being performing prior to filling it with insulin. The customer¿s blood glucose level was 140 mg/dl. During troubleshooting with tandem technical support, a new cartridge was loaded successfully and insulin delivery was resumed.